Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of being implanted with a non-abbott surgical valve on an unknown date in 2019 and it was observed to be degenerated. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the physician opted for a deeper implant depth of 9-10mm. However, it was able to be implanted successfully at a depth of 7mm on the non-coronary cusp (ncc) and 8mm on the left-coronary cusp (lcc). A mild paravalvular leak (pvl) was observed; post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. Mild pvl was observed; mean gradient was 10mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient is discharged.